Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, did the suture break? Did the needle break? Did the needle separated from the suture? Lot number? Procedure name and date? Event date? Device return status?

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the needle broke. There were no patient consequences reported. Additional information was requested.